Event description:
It was reported that "dr (B)(6) performed hardware removal which was stryker and noticed grey scar tissue in patient, which was apparently caused by metal debris. He stated that it appeared that screw caps were loose. All hardware was removed l3 to s1."

Manufacturer narrative:
Additional items returned with this complaint: mantis cannulated polyaxial screw 6.5 x 40 mm, cat # 48285640, lot #s 080780, 080237, 080779. Xia blocker, cat # 03756230, lot #s aca, ykf, ym7, yns. Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.